Event description:
While closing skin on this patient, using a medtronic biosyn 3-0 p-14 needle and suture, the provider experienced a needle break. While making a throw the needle bent backwards and snapped in half. Broken pieces were retrieved. Additional suture was acquired to tie to the previous suture and complete skin closure. At this time it was noted that a knot at the anterior side of the incision broke. New suture/needle were obtained and no issues were noted. Pt: 4582. Device: 1069, 2981. This report captures medtronic biosyn 3-0 p-14 needle and suture #1. Ref: mw5189642.